Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile fault) was confirmed. Upon investigation the monitor had discharge profile faults in its flag files. The cause was isolated to low output from u1 (switching regulator) on the ca board. Upon replacing u1 the monitor was fully functional. The root cause for the defective u1 was unable to be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
The review of the download data for a (B)(6) male pt identified discharge profile faults. Zoll customer support contacted their pt and issued him a replacement monitor.